Event description:
It was reported that the needle sftygld 25x5/8 rb pulled out of the hub and remained in the patient's arm. The following information was provided by the initial reporter: "I was immunizing my patient with dtap-ipv and mmr-var vaccine. I attached a syringe to the dtap-ipv vaccine and inserted the vaccine into the left deltoid. I pulled out the syringe and the needle was left in the paitents arm. The needle had slipped out of the device. I pulled out the needle and place it in the biohazrd container."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes . D.10. Returned to manufacturer on: 8/25/2021. H.6. Investigation: three photos and one 0.5ml syringe with attached safetyglide needle (p/n 305901) were received. The sample was visually evaluated. It was observed that the cannula was missing from the rest of the needle assembly. Additionally, damage could be seen where the cannula exits the hub. The observed condition was non-conforming per product specification. Potential root cause for needle removal defect is associated with the needle supplier¿s manufacturing process. The photos and sample was forwarded to the needle supplier for further evaluation and investigation. Further investigation performed at bd columbus site. One sample was received. It came connected to a syringe. Visual inspection was performed with a 30x microscope. The safety mechanism has been activated. The needle is missing. The needle hub has residues of the epoxy. No other defect or imperfection was observed. 3 photos were provided. They show the sample received and a packaging blister top web. Based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. Potential root cause for needle removal defect is it could be possible that at the cannulator a jam occurred and not enough epoxy was applied to this unit and not detected in the next processes. Verification of the cannulator was performed. Setting were correct, product flow was also good. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch #0175219 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle sftygld 25x5/8 rb pulled out of the hub and remained in the patient's arm. The following information was provided by the initial reporter: "I was immunizing my patient with dtap-ipv and mmr-var vaccine. I attached a syringe to the dtap-ipv vaccine and inserted the vaccine into the left deltoid. I pulled out the syringe and the needle was left in the patients arm. The needle had slipped out of the device. I pulled out the needle and place it in the biohazard container."